Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 104 mg/dl. Troubleshooting was performed. The customer also stated that the insulin pump had a blank display. Troubleshooting was continuing for blank display and noticed that the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to moisture damage. No moisture damage was found on the motor/force sensor/keypad assembly. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.